Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. A review of the black box data showed that the last basal delivery was on (B)(6) 2016. No activity outside of normal use was observed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no issues. The product was found to deliver within specifications. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an unspecified inaccurate delivery issue. It was reported that the patient's ac1 values had been higher and erratic blood glucose values were alleged, no specifics were provided. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.